Event description:
A scrub nurse noticed that a piece of the harmonic shears was missing when the harmonic was handed back. The piece had come off during the procedure and broken off inside the patient but was retrieved before the procedure ended with no harm to the patient.